Event description:
Patient started to experience pain. X-rays revealed possible malalignment. Revision surgery performed..

Manufacturer narrative:
Three separate requests for product information / x-rays were made on (B)(6) 2012, (B)(6) 2012 and (B)(6). No further information was returned and so the complaint was transferred to investigation on (B)(6) 2012. Review of our complaints database for lot numbers 2606415, 3195713, 2678558 and ex1eb4000 identified no previous complaints from these batches had been received. As there were no products returned, no further investigation could take place. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.